Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles in device inner surface, fold creases, one crack opening and one curved opening. Leak test and microscopic analysis was performed, which identified one crack opening, wear abrasion and opening crease smooth. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. One opening crease smooth in the side anterior assessed, as fold flaw opening.